Event description:
The lay-user/reporter alleged that the down button is unresponsive. During troubleshooting, customer service noted that the down arrow was not responding well for several weeks and was getting worse. The pt was advised to contact animas for assistance. The keypad was reportedly not exposed to water. The keypad was intact with no visible damage. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact no lifting or peeling observed. The "down" keypad button is unresponsive to user inputs during testing. The "up/ok" keypad button is intermittently responding during testing. The "contrast" keypad button requires excessive force to activate. The keypad was removed for further investigation. The "up/contrast key contacts are misaligned. The "contrast" key contact is inverted and do not always spring back. The "up/down.ok" key contacts becomes inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.